Manufacturer narrative:
The total protein reagent lot number was 72571201, with an expiration date of 31-jul-2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 on a cobas pro c 503 analytical unit. The sample initially resulted in a total protein value of 3.31 g/dl. The result was questioned and the sample was repeated. The repeat result was 6.86 g/dl. The repeat result was deemed correct and a corrected report was issued.

Manufacturer narrative:
Calibration recovery was ok. Quality controls recovered within range. Upon review of the alarm trace, abnormal aspiration and sample short alarms were observed. The field service engineer found that the sample probe picked up gel. The sample probe was replaced. The gear pump pressures and rinse levels were adjusted. Precision studies were performed and were successful. The investigation determined the service actions resolved the issue.